Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation and the reported physical resistance / sticking were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that interaction with the mildly calcified, mildly tortuous and 85% stenosed anatomy and/or inadvertent mishandling resulted in the noted stent sheath kinked/bunched in multiple locations and the noted inner member was bunched in multiple locations preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation. As reported, the physician then disassembled the handle and completely released the rest of the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a procedure to treat a mildly calcified, mildly tortuous, and 85% stenosed superficial femoral artery. An absolute pro 8/100/135 was inserted and advanced to the target lesion. After roughly half the stent was released, resistance was too high, preventing the release of the stent. The physician then disassembled the handle, and completely released the rest of the stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.